Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient developed a hematoma at the implant site post-operative on the day of implant. The patient returned to surgery for evacuation of the hematoma. The implantable cardioverter defibrillator (ICD) remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No further patient complications have been reported as a result of this event.